Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd maxzero¿ extension set was blocked. The following information was provided by the initial reporter: the user reported unable to use the device with CT contrast as the extension set will not allow contrast to go through which has delayed code stroke in CT and also can not draw blood from the extension.

Event description:
It was reported that 1 bd maxzero¿ extension set was blocked. The following information was provided by the initial reporter : the user reported unable to use the device with CT contrast as the extension set will not allow contrast to go through which has delayed code stroke in CT and also can not draw blood from the extension.

Manufacturer narrative:
H6: investigation summary/ no product or photo was returned by the customer. The customer complaint that CT contrast the extension set will not allow contrast to go through could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9265 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.